Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime, compromised forced sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify insulin pump error alarm due to motor error alarm noted. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and they were able to complete insulin pump rewind. The customer stated that the drive support cap was normal. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.